Manufacturer narrative:
The reported event of heat was not duplicated during the manufacturer device evaluation; however, the service technician found the motor was corroded. The presence of a corroded motor assembly may cause or contribute to heat. The motor assembly was replaced.

Event description:
It was reported by customer that the device was overheating during use. The procedure was completed successfully using an alternative device. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported by customer that the device was overheating during use. The procedure was completed successfully using an alternative device. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.